Manufacturer narrative:
All available information was investigated and both the reported difficulty advancing the clip delivery system (cds) and difficulty removing the cds from the steerable guide catheter (sgc) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, causes for both the reported difficulty advancing the cds and the difficulty removing the cds from the sgc could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4.the steerable guide catheter (sgc) was advanced to the mitral valve without issue. Then the clip delivery system (cds) was advanced into the sgc; however, resistance met at the soft tip of the sgc. The cds was able to be advanced to the mitral valve, and the clip was deployed. But then during retraction of the cds, resistance met again with the tip of the sgc. The cds was successfully removed from the sgc, and then the sgc was removed from the patient, ending the procedure. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.